Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the device "infused the complete syringe on patient demands, however the syringe was still full." Reportedly a 30 ml dilaudid syringe with 0.2mg/ml should have been empty based on the device history, however there was "actually only 5cc removed from the syringe". The dose was 0.2mg every 6 minutes "with a 2mg lock out per hour" (presumed to mean 2 mg hourly max, no actual lockout period provided). Although requested there is no other patient or event information currently available. No report of patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report of the syringe still appearing full after administering multiple demand doses was confirmed. Physical inspection of the device noted no damage or any anomalies. Rate accuracy testing showed the device was infusing within specification. Analysis of the pc unit event log shows that at 6:56 pm on (B)(6) 2015, the user selected a monoject 60ml syringe with 26.408ml detected. The pca was programmed for pca dose only of hydromorphone 6mg/30ml. A clinical advisory displayed ¿2 nurses to verify and document concentration and programing prior to infusion¿ and the user confirmed. The pca dose was programmed at 0.02mg, lockout interval of 6 minutes, base concentration of 0.2mg/ml and maximum limit of 2mg/hr. The user selected yes to the guardrails warning ¿pca dose is below guardrails limit of 0.1mg. Proceed?¿ between (B)(6) 2015 at 7:51pm and (B)(6) 2015 at 5:09am, 29 pca doses were requested and delivered, recording a total volume infused of 2.9ml. At 5:14am the pca was paused and at 5:22am the module was channeled off. The root cause of the reported event was a programming error in setting the pca dose at 0.02 mg rather than the intended 0.2 mg. Based on the incorrect dose programmed, the correct number of requested doses was delivered, but an incorrect volume was delivered.